Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that half of the c-ring and the scope washer tube were missing from the cannula and returned. Additional evaluation is required. The c-ring assembly was inspected under a microscope; the c-ring displayed signs of exposure to heat at the fracture site. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity with the c-ring assembly. Based upon the evaluation results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring broke on the vasoview hemopro 2 and fell into the patient's leg. The piece was retrieved and a replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the device in question.